Event description:
Per the clinic, the baha attract magnet was explanted on (b)(6) 2026 due to performance decrement. The patient was reimplanted with different manufacturer device during the same surgery.